Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient felt weak when the cgm was displaying low. The patient's bg during that time was 259 mg/dl. The patient took a taxi to urgent care but was asymptomatic. The nurse checked the patient's bg and it was 59 mg/dl compared to the cgm that was displaying 118 mg/dl. The patient was unable to provide the medications provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the c zone of the parkes error grid.